Event description:
It was reported that a spanish-speaking patient using the ilet experienced recurrent low glucose events attributed to user behaviors, including possible failed infusion sites, overtreatment of hypoglycemia, and meal announcements intended to manage hyperglycemia rather than for dosing, prompting a request for spanish-language clinical outreach and education. Symptoms included hypoglycemia. Outcomes included no alarms or alerts and no hospitalization. Investigation included review of glucose reports and clinical troubleshooting with education. Investigation of this case revealed user technique issues and potential infusion site failures contributing to hypoglycemia, with device performance not indicated as the cause. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and therapy use errors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.